Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the keypad buttons were delayed in response and that the keypad was peeling off. It could not be confirmed whether the damage or the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings:the keypad was found to be peeling below the ok keypad button. During testing, all keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.